Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user fell and hit his head over the right implanted side, causing the user to bleed. Before the trauma the user had hearing sensation with the device and was making progress.

Event description:
The user fell and hit his head over the right implanted side, causing the user to bleed. Before the trauma the user had hearing sensation with the device and was making progress.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation was planned however had to be postponed to a later date. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell on his right implanted side, causing the user to bleed. Before the trauma the user had a hearing sensation and was making progress. The user will be re-implanted with surgery scheduled on the (B)(6) 2020.